Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 2.8, lab: 10.8. Customer tested a patient in the home and received 2.8. Later that day, patient went to hospital due to nausea and vomiting and other reason. Hospital lab decided to test inr and received a 10.8. No bleeding indicated. Patient left after treatment for other issues. Today lab draw was done for patient from home and received 10.8 as well. Originally when patient was in hospital doctor ordered vitam k for the patient, but according to hospital paperwork it was never given. Doctor then ordered vit k to be given through nursing home. When patient comes into home today, nurses will be giving patient vit k. Patient was reported to not have anemia in hospital, but white count was up. Patient was also on cipro at time of original inr test on meter. Another antibiotic was given in hospital macrodantin. No info on hct value.